Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer was not calling back after previously completing low battery troubleshooting within a week. It was stated that there was change sensor alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test. The pump failed the sleep current and active current tests. The pump failed the self test due to an appearing pump error 63. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. No battery power loss noted during testing. Successfully downloaded history files and traces using thus. In the pump history files and traces pump error 63 was noted during testing on (B)(6) 2022 at 12:01 pm (variable info = 3). The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) and the low battery alert was due to moisture damage on the vibrating motor and wires connecting pcba 1 to the external aa battery. Pump trace download analysis confirmed the pump alarmed low battery alert on the event date of 29-may-2022 at 2:58 pm. Pump was cut open for visual inspection and found moisture damage on the vibrating motor and the wires connecting pcba 1 to the external aa battery. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, retainer knit line damage, and partially broken retainer. Unexpected battery power loss, charge/battery lasts less than expected, high sleep and active currents were confirmed due to moisture damage on the wires connecting pcba 1 to the external aa battery. Retainer ring damage was confirmed. Pump error 63 (variable info = 3) was confirmed during testing due to broken trace at pins #6 sda and #1 vdd on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.